Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was stretched. Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The stretch was determined to be procedurally induced.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that during the implant of this lead, the patient experienced 3.5 seconds of asystole. This lead was not used, and another lead was implanted in it's place without incident.